Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to an infection with sepsis. No additional adverse patient effects were reported.